Event description:
It was reported that a surgical free flow vacuum regulator exploded when it was attached to the wall, sending debris into the operating room. The on/off valve on the unit was in the 'on' position when the unit was attached to the wall outlet, which caused wall suction through the unit.no pt or staff injury was reported. The unit received from the field was evaluated by ohmeda medical. It appears to have failed from excessive force centered on the adjustment knob in an outward direction. Evidence suggest that this was caused by a user error, i.e. As oppsed to vacuum, the unit was subjected to positive pressure that resulted in expansion of the bellows and damage to the unit. There are approx. 30,000 units in the field with no previous history of similar conditions.